Manufacturer narrative:
The sample is currently in transit to the mfg site for analysis. If significant info is identified during the sample analysis, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that during an attempt to inflate the cuff during pt use, the cuff developed a herniation which created an obstruction of the lumen. As a result, the pt had a loss of spo2. The end clinician reported the reintubation was not required it just resulted in the staff rushing on completing the unspecified surgery. The surgery was finished successfully with no harm to the pt.